Manufacturer narrative:
Dp mixer zero calibration failed due to defective sensor board 2. It was suggested to replace the part. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: during preventive maintenance, dp mixer 0 voltage was drifting and would not stay steady.

Event description:
Hamilton medical ag received the following incident description: during preventive maintenance, dp mixer 0 voltage was drifting and would not stay steady.

Manufacturer narrative:
Dp mixer zero calibration failed due to defective sensor board 2. It was suggested to replace the part.